Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) device was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device battery had two years remaining, however, declared three months after several months. Device data analysis revealed that the device was depleting in a manner consistent with low voltage capacitors advisory. Despite the premature depletion, elective replacement indicator (eri) is unlikely to be triggered within sixty days and there is sufficient capacity to allow for the full ninety days eri to end of life (eol) replacement. The level of leakage was small and occurred late in the device's service life. Moreover, this ICD device was explanted and replaced. No additional adverse patient effects were reported.